Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail mount was bent. The technician straightened the siderail mount to repair the bed.